Event description:
It was reported that, during an internal fixation surgery, the rod end of the subtroc lag screw driver broke. The procedure was performed, after a non-significant delay, with a s+n back-up device. Even though it is unknown if pieces fell into the surgical site, the patient was not injured as consequence of this problem.

Manufacturer narrative:
H10: internal complaint reference case: (B)(4).

Event description:
It was reported that, during an internal fixation surgery, the rod end of the subtroc lag screw driver stripped. The procedure was performed, after a non-significant delay, with a s+n back-up device. The patient was not injured as consequence of this problem.

Manufacturer narrative:
H10: additional information received by the manufacturer identified that this event should be re-evaluated for MDR reporting. The new information confirmed that the rod end of the subtroc lag screw driver stripped, and not fractured. The new assessment determined that the issue does not meet the threshold for reporting. This event may result in a short procedural delay and/or require use of a backup device to continue procedure. This event is not likely to cause or contribute to a death or serious injury and is considered not reportable pursuant to 21 cfr §803. If further details are provided, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed. H11- corrected data b5- describe event or problem h6- evaluation codes.